Manufacturer narrative:
UDI number: na.

Event description:
The recipient's device reportedly did not respond following implant surgery. The recipient's device was explanted. The recipient was implanted on the contralateral side with another cochlear implant.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information was unsuccessful. The explant date remains unknown. This is the final report.

Manufacturer narrative:
The explanted device passed both the external visual inspection and the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. This is an interim report.